Event description:
It was reported by svc report that the lower frame had a crack near the caster horn assembly causing it to not rotate freely. It was reported there was a broken weld between the caster mount and the right outer base tube assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: caster horn assembly; weld between caster mount and outer base tube assembly.